Event description:
It was reported that the unit was heating up and going into thermal cut-off.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb ignited on an intermittent basis. The power-up sequence was repeated several times. The product failed on an intermittent basis. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling; front panel. The standby/run mode cycling test failed on an intermittent basis. The lightcable/jaw interaction test failed due to a loose jaw. The bulb access door cycling test failed on an intermittent basis. All other tests were successful. A measurement was taken on the boost voltage. The measurement was within its spec. The root cause of the reported failure was traced to a defective ballast. Further investigation revealed that the integrating rod was chipped. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.